Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported defective keypad- top row keys inoperable which was reproduced. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a defective keypad, top row keys were inoperable. There was no known patient injury or medical intervention associated with this event. The event occurred during routine testing at the biomed service. No additional information is available.